Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The diffuse target lesion was located in the left anterior descending (lad) artery. A 2.50x32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during inflation of the stent delivery system balloon, the shaft broke into two parts at the monorail exit port. The distal end of the shaft together with the crimped stent were embolized in the distal lad. Retrieval of the distal section using a snare device was unsuccessful, but was surgically removed the day after in another hospital. The patient was given heparin the whole night and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the midshaft section found the midshaft broken at 2.9cm distal from the hypotube to midshaft bond. Several inner lumen and outer extrusion kinks as well as damage to the extrusion were also detected during examination. The damage most likely occurred due to excessive tensile force being applied to the delivery system. A visual and tactile examination found several hypotube kinks and the shaft itself was partially broken at the same location as the midshaft break, 2.9mm distal from the hypotube to midshaft bond. The break most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube partially breaking. A visual examination of the crimped stent found the stent damaged across its length with struts severely bunched on the proximal side, distorted, misaligned and flared on the distal side. The distal markerband also showed signs of damage and appears to have been squashed. The damage noted may have occurred during attempts to remove the distal part of the device which remained inside the patient. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed proximal part of the balloon wall where the stent struts were bunched, indicating that a full crimp was achieved between the stent and balloon. Solidified media resembling blood was noted inside the balloon chamber. The bumper tip of the device showed signs of damage at the distal edge of the tip. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The diffuse target lesion was located in the left anterior descending (lad) artery. A 2.50x32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during inflation of the stent delivery system balloon, the shaft broke into two parts at the monorail exit port. The distal end of the shaft together with the crimped stent were embolized in the distal lad. Retrieval of the distal section using a snare device was unsuccessful, but was surgically removed the day after in another hospital. The patient was given heparin the whole night and the procedure was completed. No further patient complications were reported.